Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow-up, the nurse reported that the blood leak occurred within 5 minutes of the start of the hd treatment. The nurse explained that the leak was visually observed at the hansen hose.the blood leak was described as being an internal blood leak. The machine being used(unknown) did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was <5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to return to the manufacturer for evaluation.

Event description:
A supplies manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow-up, the nurse reported that the blood leak occurred within 5 minutes of the start of the hd treatment. The nurse explained that the leak was visually observed at the hansen hose. The blood leak was described as being an internal blood leak. The machine being used(unknown) did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was <5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to return to the manufacturer for evaluation.

Event description:
A supplies manager reported that during a hemodialysis (hd) treatment there was a dialyzer blood leak. In a follow-up, the nurse reported that the blood leak occurred within 5 minutes of the start of the hd treatment. The nurse explained that the leak was visually observed at the hansen hose. The blood leak was described as being an internal blood leak. The machine being used(unknown) did alarm with a blood leak alarm. Blood leak test strips were used and tested positive for the presence of blood. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was <5 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The treatment was completed on a different machine with new supplies. The device is available to return to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: d.9.,h.3. Plant investigation: a sample was returned from the reported lot number for evaluation. During gross visual examination, a delamination was observed to be extending from approximately 320° to 40° with the ports at 0° on the non-cavity ID end. The polyurethane (pu) was also found to be low. Further visual examination did not identify any other damage or irregularities on the returned sample. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria.the investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.